Event description:
It was reporteed that a homecare pt experienced problems with the inner cannulae from several (exact quantity unknown) size 10 fen, fenestrated low pressure cuffed tracheostomy tubes. The info received indicated that the inner cannulae were cracking and shredding after approximately two (2) weeks usage. It was also reported that the inner cannulae are removed and cleaned approximately ten (10) to twelve (12) times a day in a solution of full strength h2o2. Reporter has been advised that this practice is contraindicated on the device labeled instructions for use. The fen devices were discarded and are not available to be returned to the MFR for identification, analysis and investigation.